Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to challenging patient anatomy. The reported mr is a cascading event of the tissue injury. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). One clip was positioned and deployed without issue, reducing mr to 1-2. The following day, a transthoracic echocardiogram was performed and it was found that there was damage to the posterior leaflet and mr was recurrent at grade 4. The patient was reported to be stable.